Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine it's root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the needle did not deploy after pod activation; indicating the needle mechanism did not function as intended. The pod was worn for between 4 and 24 hours. No adverse patient impact was reported.